Event description:
The customer contact reported device breakage; subsequently, bleed back was noted. The option-lok male adapter of the tubing set was connected to an unspecified device and was being used to deliver an unspecified solution. After an unspecified length of time in use, and unspecified volume of blood backing up in the tubing set was noted. It was reported that after the nurse noted the blood in the tubing set, the nurse disconnected the option-lok male adapter from the unspecified device. At that time, the nurse noted that approx 1/16 of an inch of the tip of the male adapter was broken off. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info including if there was blood loss. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).